Event description:
Per the audiologist, the pt reported no sound when using the cochlear implant system. Exchanging the external equipment did not solve the problem. An x-ray showed the internal magnet was in the correct position. Result of an integrity test done in 2009 showed the device was not functioning. Explant/reimplant surgery is planned but had not been scheduled at the date of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.